Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that they could not breathe and emergency medical services were called. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that they were given manual injection to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. Troubleshooting was done and found that the cannula was bent. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.